Event description:
It was reported that a stealth 360 peripheral orbital atherectomy device (oad) was used for treatment of heavily calcified, non-tortuous, greater than 90% stenosed lesions in common femoral artery (cfa) and superficial femoral artery (sfa) popliteal. The treatment was successful, however, the patient developed pulmonary edema post and non-st segment elevation myocardial infarction intraoperatively. According to the physician, the adverse event was due to fluid overload of the viperslide lubricant, flushes, and contrast used during the procedure in a long segment of the treated lesion. The issue was resolved with an unspecified intervention. The patient was stable and under the care of a cardiologist.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. A partial UDI was provided as the lot number is not known.